Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited elevated thresholds and it was then found to be dislodged from its position. During repositioning it exhibited helix extension/retraction issues, the reported number of rotations exceeded 30. This lead was then explanted and replaced for a new lead. No additional adverse patient effects were reported.